Event description:
The report is from the study. The pt was a male with a history of previous pci, previous CABG, hypertension, hyperlipidemia, smoking, myocardial infarction, gastro-duodenal ulcer, and leukemia. The indication for the index procedure was stable angina pectoris. The target lesion was svg which lead to the mid left anterior descending artery. The vessel diameter was 3.7mm and the lesion length was 15mm. Pre-procedure stenosis was 90% and timi flow was 2. The lesion was de novo, smooth, and eccentric. The lesion was pre-dilated with a 3.5 x 13mm balloon at 8 atm. A cypher was deployed at 8 atm and post-dilated with a 3.5 x 18mm balloon at 16atm because it was not fully dilated. Post-procedure stenosis was 0% and timi flow was 3. There were no procedural complications and the pt was discharged the following day. Approximately 4 months post-procedure, the pt had a non q-wave mi. The pt was admitted to the ER for acs without st elevation. Cag showed severe local restenosis (95%, timi 2) in the implanted cypher. Peak ck-mb was greater than 5 times above upper normal level (unl) and troponin was 5 times above unl. The stenosis was treated with a new bms (taxus liberte).

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A device history review report was conducted, and this lot of products met the requirements for the quality manufacturing plan. Restenosis is a known potential adverse event associated with implanting coronary stents. Saphenous vein graft angioplasty is associated with frequent periprocedural complications and a high frequency of restenosis. Review of the available info suggests that procedural and/or pt factors and/or vessel/lesion characteristics may have contributed to the event.